Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor arm failed self-test error alarm. The customer blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed selftest during self test due to a faulty component on the radio frequency board. Pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.